Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("constant cramps") in an adult female patient who had essure inserted (lot no. B76636) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, bleeding, low back pain, pelvic pain, parity 3 and multi gravida in 2022, salpingostomy in 1996 and allergy (to permethrin), sleep apnoea, shoulder dystocia, postpartum depression, paraesthesia upper limb, motion sickness, mental disorder, genital herpes, haemorrhoids, gastroesophageal reflux, ectopic pregnancy, depression, synovial cyst, constipation, chickenpox and bronchial asthma. Previously administered products included: omeprazole for gastroesophageal reflux and acyclovir [aciclovir sodium] for genital herpes. The patient had a family history of hypertension. On (B)(6) 2014, the patient had essure inserted. At an unknown time, she experienced abdominal pain lower (seriousness criterion intervention required), back pain ("lower back ache "), pain ("body constantly aching"), bone pain ("bone constantly aching"), fibromyalgia ("fibromyalgia"), muscle tightness ("tension and tightness in my muscles"), alopecia ("I was losing so much hair about 6 months after getting essure") and insomnia ("insomnia"). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2022. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, fibromyalgia, insomnia, muscle tightness and pain to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.344 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: history: status post essure, check tubes; the pregnancy test findings: preliminary scout film of the pelvis right essure micro inserts shows a gap of approximately 7 mm between the most medial marker and the remainder ofthe micro inserts. Left micro inserts is unremarkable. Pelvic calcifications compatible with phleboliths are seen. Fallopian tubes: there is a very small amount of contrast filling in the proximal fallopian tubes. There is no contrasttilling distal to the micro inserts. There is no evidence offree intra peritoneal contrast /j on the postvoid overhead film there is no free intraperitoneal contrast. Impression: the fallopian tubes are occluded. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: a.fallopian tube including fimbria, left: full cross-section identified. Essure sterilization spring (gross diagnosis only). No evidence of carcinoma. B. Fallopian tube including fimbria, right: full cross-section identified. Essure sterilization spring (gross diagnosis only). No evidence of carcinoma. Specimens: a:fallopian tube, left b:fallopian tube, right pre-operative diagnosis: perinea! Neuralgia, presence of intrauterine contraceptive device. Gross description: left fallopian tube: within the lumen is an essure sterilization spring. Right fallopian tube: there is an essure sterilization spring. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, back pain, fibromyalgia, insomnia, musculoskeletal stiffness and abdomen pain lower , body pain , bone pain. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information,medical history,lab data,lot no.,added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("constant cramps") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), back pain ("lower back ache "), pain ("body constantly aching"), bone pain ("bone constantly aching"), fibromyalgia ("fibromyalgia"), muscle tightness ("tension and tightness in my muscles"), alopecia ("I was losing so much hair about 6 months after getting essure") and insomnia ("insomnia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, fibromyalgia, insomnia, muscle tightness and pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, back pain, fibromyalgia, insomnia, musculoskeletal stiffness and abdomen pain lower , body pain , bone pain . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter information, patient date of birth, indication, start and stop date, removal details, action taken with drug added. Event: abdominal pain updated ass serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("constant cramps") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), back pain ("lower back ache"), pain ("body constantly aching"), bone pain ("bone constantly aching"), fibromyalgia ("fibromyalgia"), muscle tightness ("tension and tightness in my muscles"), alopecia ("I was losing so much hair about 6 months after getting essure") and insomnia ("insomnia"). The patient was treated with surgery (essure removal) on (B)(6) 2022, at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, fibromyalgia, insomnia, muscle tightness and pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, back pain, fibromyalgia, insomnia, musculoskeletal stiffness and abdomen pain lower, body pain, bone pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("constant cramps") in an adult female patient who had essure inserted (lot no. B76536) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, bleeding, low back pain, pelvic pain, parity 3 and multi gravida in 2022, salpingostomy in 1996 and allergy (to permethrin), sleep apnoea, shoulder dystocia, postpartum depression, paraesthesia upper limb, motion sickness, mental disorder, genital herpes, haemorrhoids, gastroesophageal reflux, ectopic pregnancy, depression, synovial cyst, constipation, chickenpox and bronchial asthma. Previously administered products included: omeprazole for gastroesophageal reflux and acyclovir [aciclovir sodium] for genital herpes. The patient had a family history of hypertension. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), back pain ("lower back ache"), pain ("body constantly aching"), bone pain ("bone constantly aching"), fibromyalgia ("fibromyalgia"), muscle tightness ("tension and tightness in my muscles"), alopecia ("I was losing so much hair about 6 months after getting essure") and insomnia ("insomnia"). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, fibromyalgia, insomnia, muscle tightness and pain to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.344 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: history: status post essure, check tubes; the pregnancy test. Findings: preliminary scout film of the pelvis right essure micro inserts shows a gap of approximately 7 mm between the most medial marker and the remainder ofthe micro inserts. Left micro inserts is unremarkable. Pelvic calcifications compatible with phleboliths are seen. Fallopian tubes: there is a very small amount of contrast filling in the proximal fallopian tubes. There is no contrasttilling distal to the micro inserts. There is no evidence offree intra peritoneal contrast/j on the postvoid overhead film there is no free intraperitoneal contrast. Impression: the fallopian tubes are occluded. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: fallopian tube including fimbria, left: full cross-section identified. Essure sterilization spring (gross diagnosis only). No evidence of carcinoma. Fallopian tube including fimbria, right: full cross-section identified. Essure sterilization spring (gross diagnosis only). No evidence of carcinoma. Specimens: a:fallopian tube, left b:fallopian tube, right pre-operative diagnosis: perinea! Neuralgia, presence of intrauterine contraceptive device gross description: left fallopian tube: within the lumen is an essure sterilization spring. Right fallopian tube: there is an essure sterilization spring. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, back pain, fibromyalgia, insomnia, musculoskeletal stiffness and abdomen pain lower, body pain, bone pain . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.